Event description:
The physician believed the stent was deployed; however, when removing the catheter, it was discovered that the stent was in the introducer sheath and the catheter tip had dislodged in the introducer sheath. It was reported that the physician did not feel any resistance when removing the catheter. The introducer sheath with the stent and tip were removed with no issues. There was no effect on the pt.

Manufacturer narrative:
The device is expected to be returned but had not been returned at this time of this MDR. An MDR supplement will be provided when the device analysis is completed.